Manufacturer narrative:
(B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the anterior interventricular artery (iva). A 190cm fighter guide wire was advanced to the target lesion. However, the tip of the guide wire got detached in the occluded part of the iva. The procedure was completed by implanting a 2.5x38mm synergy stent into the mid iva and a 3.5x24mm synergy stent into the proximal. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Upn search corrected from h749393031900 - fighter 190cm straight-tip (pouch) - to h749393031902 - fighter 190cm straight-tip (5pk) - upn updated from h749393031900 to h749393031902. (B)(4).

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the anterior interventricular artery (iva). A 190cm fighter guide wire was advanced to the target lesion. However, the tip of the guide wire got detached in the occluded part of the iva. The procedure was completed by implanting a 2.5x38mm synergy stent into the mid iva and a 3.5x24mm synergy stent into the proximal. No patient complications were reported and the patient's status was okay.